Event description:
Investigation revealed a pink contrast on the display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) /2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) /2015 with the following findings: investigation revealed a pink contrast on the display screen. (B)(6).